Manufacturer narrative:
All available information was investigated, and the reported leak (loss of fluid column) was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported leak. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. While advancing the steerable guide catheter (sgc), before crossing the septum, a loss of fluid column was observed at the hemostasis valve. The sgc was removed and re-prepped. A loss of column was observed. The sgc was replaced and two mitraclips were implanted. There were no interventions or adverse patient effects. The mr was reduced to grade 1.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.